Event description:
It was reported that following an implant procedure, the patient was extended in the hospital due to having some disorientation. The patient was released in the hospital nine days from the implant date and had her postoperative follow-up on the next day with great coverage. It was also reported that it was not device related and no follow-up was needed.